Event description:
Additional information was received from the patient. When asked what steps were or will be taken to resolve the issue of the shocking and the ins being rotated, they noted that the device would be removed on (B)(6) 2025. This had not yet been resolved. When asked if the cause of the wires being coiled up was determined they stated that it was not and was unknown. They noted that the most likely caused was the inappropriate device being installed and stated this would be resolve with device removal on (B)(6) 2025. The patient called back on (B)(6) 2025 and reported the same information. The caller commented that they only weigh 100 pounds and they were never informed before the implant that there was a smaller option, until the manufacturing representative (rep) told them. Agent reviewed that the smaller device required ongoing maintenance. The caller did not care and was upset that they were not presented with that choice for themselves. The caller repeated the information about drying off after a shower but described the sensation as a jolt and then a tingling down the back. The caller reported that they are getting the device removed on (B)(6). They reported that they wanted to make it clear that they loved the device and they do not think this issue has anything to do with the device or with the manufacturer. They think it has to do with the surgeon who implanted it.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va31m0c serial# implanted: (B)(6) 2024 explanted: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID: 978b128, (lot: va31m0c); product type: 0200-lead; implant date: (B)(6) 2024, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction fecal incontinence. It was reported that since they called into patient services on (B)(6) 2025 (last thursday) they had to make a trip to the emergency room on saturday night ((B)(6) 2025). The patient had taken a shower on that saturday evening and got out of the shower, was drying off and hit the implant with a towel and the implant started sending shocks from the implant all the way through the wires to the other of their buttocks. Patient called the doctor's office and was told to go to the ER, the ER did x-rays and the implant had actually rotated 180 degrees and moved and some of the "wires were coiled up." The patient said the ER directed patient to their doctor and their doctor was on vacation this week. The patient said the implant was off and it was not now sending the current continuously but if patient moves or catches a certain way it was shocking them. Patient said they were sent healthcare provider (hcp) listings but that hcp was far away. The patient said they think the doctor that installed their implant caused this issue because the doctor said from the beginning that the patient was too skinny. The patient said they have an appointment tomorrow at 1:00pm. They said this hcp was not familiar with the interstim so hcp said they were going to invite in a manufacturing representative (rep). Patient services reviewed the role of the rep and redirected the patient to hcp. Patient services sent a message to the field to provide visibility to situation. The rep responded indicating that they spoke with the new hcp and would be meeting with them and the patient on wednesday.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va31m0c implanted: (B)(6) 2024 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient reported that the device had been removed. The hcp was give the device and their family was told that it was the hcp's intention to return it. They reported that the hcp never mentioned an alternate device option. However, the hcp did mention how they felt the model installed in the patient could be adapted to make it work for people like them that "had no meat." The patient reported that they wanted to again express their thanks for the use of the device for not quite a year. When it worked, they stated their life was 100% better because they did not worry about incontinence once.

Event description:
Additional information was received from the patient. The patient reported that they would not be responsible for informing the doctor that the device needed to be return. They reported that they had no dealing in getting the right device and installing it. They stated that they were not going to be responsible for making sure it was returned to the manufacturer as I would not be in possession once it was removed from their person. They stated that they would bring all paraphernalia that pertains to the device when the surgery is scheduled (communicator, and phone with app).

Manufacturer narrative:
Continuation of d10: product ID 978b128, lot# va31m0c, implanted: (B)(6) 2024, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.